Event description:
Event: (cc# 98-01146) the 8 fr. Iab would not inflate. On 10/13/98, the following was reported: the balloon would not inflate and it was then removed from the body. The pump alarm sounded and there was no augmentation. Another iab was inserted post CABG by the surgeon. There was no patient injury or complication as a result of the event. [Event complications]: unknown - reported 9/14/98; none - rpt'd 10/13/98. [Patient's current status]: unk - rpt'd 9/14/98.